Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13280. It was reported, the pt was experiencing what she described as pain wrapping around her chest as well as pain at the surgical site. It was recommended, the pt contact her physician to address the pain issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.